Event description:
It was reported that the patient presented to the emergency department with complaints of worsening shortness of breath. The patient had also been orthopneic and gaining weight, with bilateral pedal edema. A chest x-ray was evident for acute pulmonary edema. The principal investigator felt that this was not related to the procedure or device, but the adverse event adjudication committee conservatively adjudicated events within 30 days of implant as procedure related. The patient received lasix intravenously and seemed to improve. The patient was later put on additional medication and oxygen, and discharged home. The device remains in use. No further patient complications have been reported as a result of this event. The patient is in the (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.